Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. Customer¿s blood glucose level was not impacted. Technical support instructed the caller on how to properly press the button and confirmed that the pump display turned on, though the difficulty persisted. As a resolution, the pump will be replaced, and the caller is advised to let the pump's battery fully deplete and return it using the pre-paid label within ten days. The caller currently has no backup therapy available and plans to consult with a healthcare provider.